Manufacturer narrative:
The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that a patient presented with loss of capture on their right ventricular (rv) lead. During analysis for revision, it was noted that the left ventricular (lv) lead exhibited high capture threshold. Imaging was performed during the procedure, and the rv lead appeared to be in a similar position. The physician elected to explant and replace both the rv lead and lv lead. The patient condition was stable following the procedure.